Manufacturer narrative:
The info of this per was provided by stryker orthopaedics legal affairs department. No additional info is available at this time. As per the info received, the devices are not available at the time of the per due to the ongoing litigation. Additional follow-up and info may be obtained by the legal affairs department as it becomes available.

Event description:
It was reported that, "the pt underwent insertion of a trauma plate in 2009 to fix a broken femur. The pt alleges that, the plate fractured 5 weeks post op requiring revision."